Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The analysis of the returned device revealed that the microcatheter¿s proximal outer shaft had been stretched and separated at 4.8cm distal to the strain relief. The inner braided shaft was stretched but still intact. The strain relief was removed and no anomalies were observed under the strain relief. The catheter was slightly compressed at 35.0cm from its distal end, along its distal shaft length and proximal to the distal tip marker. The catheter was also kinked. No anomalies were observed with the coating. In addition, a stent was jammed within the microcatheter. Attempts were made to push and pull out the stent; however it was unsuccessful. A functional test was unable to be performed. A definitive cause of the issues observed were unable to be determined; therefore, undeterminable is being selected as the assignable cause.

Event description:
During device analysis, separation of the microcatheter outer shaft was observed. No consequences to the patient were reported.